Manufacturer narrative:
The device was not returned for evaluation. However, films were supplied for review. Analysis results of the films are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional info: analysis of films show multi level instrumentation and cages at l4 and l5. No interbody device at l3/4, l2/3. Peek rods present, upper l2 screw broken within the pedicle.

Event description:
It was reported that the patient underwent a four level posterior lumbar spinal surgery. Approximately 3 months post-op the patient reported having symptoms similar to those prior to the surgery. It was shown on x-ray that the bone screw was broken. No revision surgery has been planned at this time; the patient will get a steroid injection as an alternate form of treatment. No other patient complications have been reported.